Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured may 19, 2023 to may 22, 2023. The device was received for evaluation containing 142ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed and found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a flow issue; the flow rate was found to be "too slow". This occurred during filling in the pharmacy. There was no patient involvement. No additional information is available.